Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the device moving a lot were when they had a surgery to change the leads they noticed a change. The patient added that over the last couple of years the problem had gotten worse and the only way the battery would charge was when standing as it moved more when they were sitting. The patient was given adhesive disks to use while charging and it helped a little. The patient stated that it only helped with charging, the implant still moved around when they were not charging and the issue had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that there was poor communication and difficulty with recharging. The patient reported that they weren't able to communicate the patient programmer (pp) with the ins either. The patient reported that she thought it depleted on (B)(6) 2017. The patient reported that the last time she was able to successfully recharge was one month prior to the report. The patient reported that she had been getting epidurals in the neck and taking more pain medications. The patient reported that she was reducing the medications and looking to use the implant again. The patient reported that she had an appointment with her healthcare provider (hcp) the week following the report. Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that the patient¿s ins was overdischarged and the last successful recharge was in (B)(6) 2017. The rep reported that they started a physician mode recharge (prm) in the clinic on (B)(6) 2017. It was reviewed that the power on reset (por) should be cleared as soon as the ins was 25% charged. Additional information was received from the patient on (B)(6) 2017. It was reported that they met with a rep to do a power charge in order to get the battery going. The patient stated that they could charge their ins, but the only way they could do so was while standing which was very difficult for them to do. The patient stated that they've had the issue since their second surgery to replace the leads in (B)(6) 2013. It was noted that the patient didn't notify their healthcare provider (hcp) of the issue because they weren't sure what they could do. The patient was told that the only way they could fix the issue was surgically. An appointment was scheduled for (B)(6) 2017 and the patient was going to tell their hcp that surgery needed to be done. Additional information was received from the patient on (B)(6) 2017. The patient reported that she had a hard time charging her implant because her device moved a lot. The patient reported that she had a previous overdischarge because she wasn't able to charge. The patient reported that after getting her implant restarted, a rep had her stand up and they determined the charging issues were positional. No further complications were reported. ** omitted information regarding lead migration as it is captured in pe (B)(4). **